Manufacturer narrative:
The device was received for evaluation. During functional testing, constant upstream occlusion was not reproduced. A review of event history log revealed multiple occurrences of upstream occlusion sensor failure. A service history review revealed a previous service for a similar event; however, no issues were identified during evaluation and the device was fully tested prior to release. The reported condition was verified. The cause of the condition could not be determined. The upstream occlusion sensor requires calibration to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump alarmed upstream occlusion constantly. This occurred during testing. There was no patient involvement. No additional information is available.